Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This supplemental report was created to capture additional information in b5 event description and h6 device codes.

Event description:
It was reported that this implantable lead had fracture and it was determined due to high impedance and elevated thresholds. This lead was surgically abandoned and new lead was placed. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable lead had fracture. This lead was surgically abandoned and new lead was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.